Event description:
It was reported during deployment of a stent in the iliac vein, the stent immediately migrated to the rt. Ventricle. Part of the stent was embedded in a valve. The patient experienced arrhythmias. The doctor had to perform a cutdown on the femoral to remove the stent with a snare. While the doctor was removing the stent, it fractured. The doctor was able to remove part of the stent with the snare. The other portion of the stent was removed via open heart surgery. Incidentally, it was reported during this event that the doctor discovered the patient had a blockage, so a "CABG" procedure was performed.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.